Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the system was unable to recover and displayed a 'maintenance required' message for the drawer. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer could not be recovered. A field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.